Event description:
It was reported that in labor <(> and <)> delivery, after proper placement of the 25g x 90 mm spinal needle in the patient's thorac, bupivacaine was injected. However, there was no relief to the patient as the drug was ineffective. As a result, the doctor ordered all personnel to get their bupivacaine from the pharmacy. A delay was reported, however, there was no death or complications to the patient as a result of the delay or occurrence.

Manufacturer narrative:
(B)(4). The device will not be returned.